Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a product was leaking. Specific details of the event are not available. No pt involvement was reported in connection with this event. Additional info has been requested.